Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices.

Event description:
As reported by united kingdom national joint registry (uknjr), a (B)(6) y/o, 160 cm, (B)(6) kg (bmi=32), female patient underwent primary total prosthetic replacement using cement of the right knee on (B)(6) 2009. The indication for the index procedure was osteoarthritis. On (B)(6) 2010, approximately 15 months post implantation, the patient underwent revision due to component dissociation; dislocation subluxation. Follow-ups for additional information cannot be performed for this complaint, information was submitted as complete by the united kingdom national joint registry (uknjr); there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided. These devices are used for treatment not diagnosis. The patient has a high bmi which indicates that they are overweight, this can increase biomechanical stressors on natural and artificial joints. No additional patient medical history/information is provided.

Manufacturer narrative:
Section h11: this event is a duplicate of 1038671-2020-00111. Please disregard.